Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed, heavily calcified, chronic total occlusion in the mildly tortuous distal right coronary artery. No leak was reported during preparation and the 2.5x12 mm trek rx balloon dilatation catheter (bdc) was prepped per the instructions for use (IFU). After the guide wire crossed, the bdc was advanced without resistance and ruptured during the first inflation at 8 atmospheres. The bdc was removed without resistance and was replaced with a 2.5x12 nc trek bdc to continue to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.